Event description:
Received information that customer's blood glucose (bg) level was "a little high". Customer indicated that high bgs may be due to pump basal setting.

Manufacturer narrative:
Follow up with the customer on (B)(6) 2014 indicated that customer's blood glucose level was going down. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.